Event description:
It was further reported target lesion 1 was 28mm long with a reference vessel diameter of 2.7mm with thrombus present. Residual stenosis was 0% (with a timi ii flow) following post-dilation. The pt tolerated the procedure and was monitored in the ccu on asa, plavix and beta-blockers. Post procedure the pt's cardiac enzymes continued to elevate. Seven days post procedure, the pt developed a murmur and underwent echocardiogram which showed, an apical ventricular septal defect (vsd) and ejection franction of 20 to 25%. A right heart catheterization was performed 9 days later, and showed "significant left-to-right shunt". The pt was diagnosed with post infarction vsd and pericarditis. The patient's condition worsened with the development of acute dyspnea. The pt was intubated and placed on assisted mechanicial ventilation. The next day, the patient underwent emergent cardiac catheterization for post-infarction ventricular septal defect, an intraaortic balloon pump wasinserted. Post-procedure, the pt was unstable and developed severe balloon dependency, renal insufficiency, and hypotension. Surgical repair of the vsd was recommended. The pt underwent emergent surgical repair of the vsd with a teflon patch. The pt's condition was complicted by encephalopathy and clostridium difficile enterocolitis, pt was extubated briefly, and then required re-intubation. Pt then remained on ventilatory support. The pt's condition continued to deteriorate and life support measures were wearned per family decision. Thirty nine days post procedure, the pt expired. In the opinion of the physician the cause of death was listed as "anterior septal mi complicated by large vse" with respiratory failure, and the target vessel(s) were not involved.

Event description:
Same case as 6000093-2005-00039. It is reported that 39 days after a coronary artery drug eluting stenting treatment procedure, the pt expired. The pt presented after having an acute myocardial infarct. The lesion being treated was the mid left anterior descending (lad), with 100% stenosis. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.50x24mm drug eluting stent in the lad. Then the physician placed a taxus express2 8.8% 2.75x16mm drug eluting stent with a 4mm overlap. There were no pt complaints. The pt was discharged on aspirin and plavix. The pt expired in 2004. No autospy was performed per family request. Additional information has been requested.